Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. This patient¿s underlying disease conditions likely played a role in the long-term development of stenosis and regurgitation of this pericardial valve. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 27mm mitral valve implanted 10 years, two months, underwent valve-in-valve intervention due to severe bioprosthetic mitral stenosis and mitral regurgitation. Patient was admitted with sepsis due to unspecified organism and newly diagnosed bronchiolitis-ild which patient was treated with antibiotics for previously. Patient continued to have cardiogenic shock physiology in setting of the mitral stenosis. Patient was now being treated with broad spectrum antibiotics. Patient has history of reactive airway disease and polysubstance abuse with hypoxemic/hypercarbic respiratory failure. A 29mm transcatheter valve was implanted inside the failing 27mm valve in the mitral position with excellent result. There were no complications reported.